Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the needle broke and fell into the patient. An attempt was made to retrieve the detached piece using a forceps; however, it was not successfully retrieved. It was reported that there was no follow-up plan to retrieve the detached piece and the physician believed that it will pass on its own. A second microknife rx 3l needle knife device was opened; however, due to the patient's anatomy, the procedure was aborted. There were no patient complications reported as a result of this event.